Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump was received with a minor scratched display window, a cracked case on the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's insulin pump had a compromised force sensor system alarm. Customer's blood glucose was 360 mg/dl. Customer treated with a manual shot. Caller stated that the drive support cap is sticking out. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller was advised that the pump will need to be replaced.